Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number: (B)(4), lot number 62874. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported there was no connection and could not reposition in the left eye against the xen®45 gts. Surgery was completed with 2nd xen®45 gts. There was no eye injury. The device remains implanted.